Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) discussed that this was likely a false positive indicator related to a software update. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. This device remains in service. No adverse patient effects were reported.